Manufacturer narrative:
The complaint is confirmed. One unpacked ar-7300ds dissector, sj, 3.0 mm x 7 cm batch/serial number (B)(6), was received for evaluation. Visual inspection found gouges around the edges of the outer tube window; after removing the outer tube, the inner tube was inspected, and it was noted that there were scratch lines around the tip at the distal end. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. User error is the most likely cause of the reported event. The evidence observed shows that the event is consistent with prying/leveraging against bone. Per dfu-0215-7 at revision 0. Section f. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and, in extreme cases, will cause irreversible damage to the device.

Event description:
It was reported that during a surgery metal debris was produced from the device. The fragments were not retrieved. The patient got a metallosis and a joint inflammation after the surgery. No further information received. This case was reported during a follow up on (B)(4), when the customer stated that the same error occurred during another surgery too.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.